Manufacturer narrative:
One infusion/irrigation sleeve was received taped to a pack label. Visual inspection noted the sleeve contained particulate and dried solution on the surface. Visual inspection also noted one irrigation port was torn. Functional testing could not be conducted due to the condition of the returned sample. The sterilization and lot history records were reviewed and found to be acceptable. A root cause could not be determined for the reported event due to the condition of the product.

Event description:
Report received from (B)(6) stating "sleeve does not enter the 1.8 mm incision. No patient impact." Additional information received states "the incision needed to be enlarged but no sutures required at the end of surgery."